Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit is giving a speaker malfunction error message. No pt harm was reported.